Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records for the reload were reviewed and the manufacturing criteria were met prior to the release of the lot. As the lot numbers provided by the prosecutor's office were invalid, a device history could not be performed. Attempts are being made to obtain the correct lot numbers. If received, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot numbers as the lot numbers provided for the ntlc55 are not valid. What were the indications for surgery? What is the surgeon¿s experience with the device? In what procedure was the device used? What cartridge setting was used? How many times was the device fired? On what anatomical structures was the device used? Did a reoperation occur? If so, were there any signs of tissue necrosis? Were there any staple formation issues noted in the primary procedure? If a reoperation occurred, were there any staple formation issues noted in the secondary procedure? What was the cause of death? Is an autopsy available? Are there any medical records available or any additional information available? It was reported the prosecutor suspects the device was related to the patient death. Why does the prosecutor suspect this? Would the surgeon be willing to speak with ethicon medical and engineering?

Event description:
It was reported that a prosecutor's office suspects the product to be connected with a patient death in the hospital. The lot number provided are not valid. No additional details available at this time.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that the event does not meet the criteria of a complaint or a reportable death per the FDA criteria. Additional information received: clarification of the report was received from legal director in (B)(6). Per the legal director, a prosecutor contacted the office requesting to meet with someone who is knowledgeable of the device and steps for use in surgical procedures. There was no discussion regarding an alleged quality issue with the device. Further investigation into the hospital where the surgery reportedly occurred was done. We show no sales to the hospital at the time of surgery. The hospital signed an agreement to purchase our products in 2015. At this time, no further information is available from our legal director. Based on this information, the event does not meet the criteria of a complaint or a reportable death per the FDA criteria.